Manufacturer narrative:
The insulin pump was set to the proper time and date. The insulin pump passed the reset error test, displacement test, and self test. No alarms were noted for a reset or memory error. All operating currents were within specification. No unexpected low battery or off no power alarms were noted. However, a corroded battery cap contact was noted during the visual inspection. The insulin pump was received with minor scratches on the display window and a cracked reservoir tube lip.

Event description:
The customer reported that the insulin pump alarmed unexpected restart external ram crc error, bad battery and no power. Customer stated that he got weak battery and changed it and got all the alarms. Troubleshooting was done. Customer's blood glucose was unk. Customer was advised to monitor the insulin pump however on (B)(6) customer got button error, we are replacing the insulin pump. No further info provided.

Manufacturer narrative:
Currently, it is unk whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further info will follow once the analysis has been completed. No conclusion can be drawn at this time. Reference MFR report number: 2032227-2014-37266.